Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory alert for non-sustained rv oversensing. The device exhibited post-paced t wave oversensing. Programming changes were made.